Event description:
After performing a fingerstick for patient, while attempting to remove the lancet from the "gun", the pin in the lancet was protruding (did not retract) from the surface of the lancet and pricked the 2nd finger of the right hand drawing a single drop of blood.